Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. Concomitant product: 1688t lead implanted: (B)(6) 2005.

Event description:
It was reported that during a routine device change out procedure, the physician cut the left ventricular (lv) lead. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.